Event description:
It was reported that the patient heard the patient alert, and that the lead 'did not work'. The lead was replaced. No patient complications have been reported as a result of this event.